Event description:
It was reported the catheter ruptured during onyx injection. No pt injury reported. Same event as MDR# 2029214-2010-00275.

Manufacturer narrative:
Add'l lot#: 8187810. Add'l expiration date: 01/2013. Add'l device manufacture date: 02/2010. The device will not be returned for eval as it was consumed in the event. (B)(4).